Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR records for the gencut biopsy system. There were no anomalies identified during the internal review of the receiving inspection records for the pre-marked 19 g needle. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received was asymptomatic. If additional information pertinent to the incident is obtained a follow-up report will be submitted.